Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. One day after the event onset, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for cloudy effluent. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available.